Event description:
Approximately 2 months following cypher stent placement "while being hospitalized" (reason unknown) the patient had a seizure. Repeat coronary angiography was conducted and revealed thrombus in the implanted stent. This was treated with aspiration and a 3.5x12mm balloon was inflated to 16 atms for 30 seconds. The patient was noted to be in stable condition. Per the procedural physician, the possible cause of the thrombotic event was because the index procedure was an acute mi case.

Event description:
Information has clarified that the "seizure" was actually a myocardial infarction. This was the reason for the hospital admission and for the coronary angiography that revealed the thrombosis. This occurred 17 days after cypher stent implant, not 2 months as previously reported. The patient was discharged from the hospital 14 days following this event.